Event description:
It was reported that an access solution administration set had its tubing separate from the drip chamber. The issue occurred during priming with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Actual samples were not available, however companion samples were returned for evaluation. Visual inspection did not reveal any issues. A push-pull test was performed and did not reveal any disconnection issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.